Event description:
It was reported that block couldn't be used since one of the pin holes didn't go all the way through. There was a delay of less than 30 minutes, no injury reported. Surgeon concluded the procedure with standard instrumentation but had to divert from the original procedure.

Manufacturer narrative:
It was reported that block couldn't be used since one of the pin holes didn¿t go all the way through. The associated legion visionaire adaptive guide kit was not returned for evaluation. Therefore, a product analysis could not be conducted. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No prior complaints for this part as this is a patient specific device. Our investigation including an engineering evaluation by our visionaire team found that all parts of the design were within visionaire alignment standards and all pinholes were accounted for. No root cause could be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.